Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patients reported difficulties in adapting to distance vision with company lenses because they see a lot of halos and glare which affects their ability to drive at night and they require several months of adaptation. This has led the physician to implant a more wide depth of field intraocular lenses of different model of the same company lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).